Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation device observed on the device. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare reported left side capsular contracture, baker grade iii. Device has been explanted.